Event description:
The service report shows that while performing an unrelated service, the service tech. Discovered that the device failed the leak test. The st inspected the device and replaced the cup seal. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.